Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 59-300 mg/dl. Reportedly, customer believed that the low bg was caused by the pump over delivering insulin; however, customer declined to perform troubleshooting for the pump. Customer consumed food to treat the low bg level, and administered insulin to treat the elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.